Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated insulin pump switched off and did not turn on again. Customer was in keto acidosis with a blood sugar of 27 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No unexpected battery alarms noted during testing. Unable to download unit using thump software. Therefore unable to review pump history and the power management graph. Proceed by cutting the unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assembly and motor during deconstructive inspection. Unit was also received with battery tube threads - cracked, cracked belt clip rails and scratched case. In conclusion, unable to confirm customer concern of pump error 15 and unexpected battery power loss due to faulty adapt download. Unable to download unit using thump software. Moisture damage was also found on electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.